Manufacturer narrative:
The carefusion failure analysis engineer evaluation found touchscreen fluid ingress spots. Problem was isolated to missing insulating spacers between the acrylic layer in touchscreen, therefore causing acrylic layers to touch and cause touchscreen inactivity and fluid ingress like spots. Testing by heating touchscreen with heat gun found that spots were caused by fluid ingress moisture and missing insulating spacers were covered by moisture ingress making them imperceptible. This issue is being address in an internal correction.

Event description:
The distributor in (B)(6) is reported that the device has spots on touch screen and screen is not working when touched. No patient involved.

Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was malfunctioning front panel. The distributor in (B)(6) was shipped a replacement front panel to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor for the return of the alleged faulty front panel for evaluation . As of may 5, 2015 the alleged faulty front panel has not been received.